Manufacturer narrative:
The filing of this report was delayed because biom'up made several attempts to obtain patient information and device information, such as lot # and expiration date, to facilitate investigation if the issue, however the information was not provided.

Event description:
Physician performed capsulectomy and removed subpectol breast implant. Hemoblast bellows was applied over muscle, especially in axillary region. The area was observed to be dry when skin was closed. Within 7 hours post-op the patient had swelling on left side. Patient was returned to operating room and 500 - 1000 ml blood was evacuated.